Event description:
No cco measurement with a message "check thermal filament connection" during use. The event occurred 6 hours after insertion, when the pt was transported from the operation room to ICU.

Manufacturer narrative:
New connector thermistor continuous. Vigilance monitor states: fault cco: check thermal filament connection. Thermal filament circuit is open. Both thermal filaments are found completely broken over the lead wire to thermal filament weld area. A circular burn mark, about .008" in diameter is found at the weld areal where one of the thermal filament broke. The burn seemed just burned through the plastic part of the thermal filament but did not damage the catheter body.